Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this ICD was oversensing non-physiological right ventricular (rv) lead signals and, subsequently, delivered inappropriate anti-tachycardia pacing (atp) and electric shocks across multiple episodes. Technical services (ts) analyzed device episode data and recommended a chest x-ray and further evaluation of rv lead. It was noted that isometric testing was performed and the noise was not reproduced. Tachycardia therapy was disabled and the patient was given a life vest. Lead extraction will be scheduled in the future. No additional adverse patient effects were reported outside of the electric shocks. Currently, this ICD system remains in service. According to additional information, this ICD was explanted and replaced with a new subcutaneous implantable cardioverter defibrillator (s-ICD) device. No additional adverse patient effects were reported.

Event description:
It was reported that this ICD was oversensing non-physiological right ventricular (rv) lead signals and, subsequently, delivered inappropriate anti-tachycardia pacing (atp) and electric shocks across multiple episodes. Technical services (ts) analyzed device episode data and recommended a chest x-ray and further evaluation of rv lead. It was noted that isometric testing was performed and the noise was not reproduced. Tachycardia therapy was disabled and the patient was given a life vest. Lead extraction will be scheduled in the future. No additional adverse patient effects were reported outside of the electric shocks. Currently, this ICD system remains in service.

Event description:
It was reported that this ICD was oversensing non-physiological right ventricular (rv) lead signals and, subsequently, delivered inappropriate anti-tachycardia pacing (atp) and electric shocks across multiple episodes. Technical services (ts) analyzed device episode data and recommended a chest x-ray and further evaluation of rv lead. It was noted that isometric testing was performed and the noise was not reproduced. Tachycardia therapy was disabled and the patient was given a life vest. Lead extraction will be scheduled in the future. No additional adverse patient effects were reported outside of the electric shocks. Currently, this ICD system remains in service. According to additional information, this ICD was explanted and replaced with a new subcutaneous implantable cardioverter defibrillator (s-ICD) device. No additional adverse patient effects were reported.